Manufacturer narrative:
The suspect medical device manufacturing site has moved from (B)(4). MFR # 3005094123-2011-00591 has been submitted to address this error.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 7k78-25 architect total bhcg reagent that has a similar product distributed in the us, list number 6c21 architect total bhcg reagent.

Manufacturer narrative:
(B)(4). Customer returned material was not available for investigation. Review of documentation demonstrated that all control and panel values were within specification and no adverse trends were observed during release testing of architect total b-hcg reagent kit, list number 7k78-20, lot number 87903jn00. Extensive testing was performed as part of a recent investigation of architect total b-hcg reagent lot 87903jn00 to accurately detect b-hcg concentrations in abbott architect total b-hcg controls, panels and purchased patient samples and also investigated the possibility of obtaining false positive and/or false negative results occurring in patient samples due to sample carryover. Successful calibrations were obtained, and the reagent generated control and panel concentrations to meet protocol validity and acceptance criteria and demonstrated that the reagent lot in question performed acceptably. Positive and negative patient samples were tested alternately and returned expected positive and negative results respectively. No false positive results were obtained for negative patient samples and no false negative results were obtained for positive patient. There were no instances of carryover between positive and negative patient samples. A specific reason for the customer observation could not be determined, however the complaint text indicated that the customer did not suspect the presences of interfering substances, however indicated that the discrepant result may be due to pre-analysis of the sample. The customer was referred to the package insert regarding information which may be relevant to the customer for sample handling and pre-analysis. In conclusion, from the investigation performed it can be concluded that safety, effectiveness and label claims are being met for the architect total b-hcg reagent lot in question. No product deficiency was identified in this investigation.

Event description:
The customer reports that a falsely positive bhcg result of approximately (B)(6) was generated for one patient sample. A physician ordered a new sample to be collected and tested. The new sample yielded a negative result of 0.0 miu/ml. The original sample was recentrifuged and tested obtaining a negative result of 0.0 miu/ml. No adverse outcomes were reported related to this issue.